Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in a procedure performed on (B)(6) 2023. During procedure, when the basket was opened it "came apart". There is no information on how the procedure was completed. There were no known patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.